Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90h4c. The device was returned in good physical condition. The device was assembled and disassembled to a test hand piece without any difficulty and it rotates freely. The device was tested on a gen11; it was functional and worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident of: ¿the rotation knob got stuck and could not rotate the device¿. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The instrument was disassembled to inspect the internal components and it was noted that an internal component was missing, the device blade sheath is not present, this issue occurred during the manufacturing process. The missing component issue is not related to the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the rotation knob got stuck and could not rotate the device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.